Event description:
The hospital reported that during an endoscopic vein harvesting procedure using acrobat-I stabilizer, after positioning the I-acrobat coronary vacuum stabilizer for the off-pump bypass, the fixing button could not be fixed by turning freely. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/28/2019. An investigation was conducted on 11/04/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob failed to tighten the arm. Based upon these findings, the reported failure "mechanical issue" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using acrobat-I stabilizer, after positioning the I-acrobat coronary vacuum stabilizer for the off-pump bypass, the fixing button could not be fixed by turning freely. A replacement device was used to complete the procedure. The hospital did not report any patient effects.